Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 876391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("mastorrhagia (bleeding b/w periods),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), constipation ("constipation") and pelvic congestion ("pelvic congestion syndrome"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral) cystoscopy, paracervical block). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, metrorrhagia, menorrhagia, nausea, dyspareunia, vaginal discharge, constipation and pelvic congestion was resolving. The reporter considered abdominal pain, back pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic congestion, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping)., back, pain pelvic pain abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleed . Discrepancy noted in insertion date- (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received- new event nausea, dyspareunia, vaginal discharge and constipation were added. All events outcome were updated. Reporter information and medical history were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('gen. Abnormal bleed') in a 24-year-old female patient who had essure (batch no. 876391- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and appendicitis. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and naproxen sodium (aleve). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods),"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), constipation ("constipation") and pelvic congestion ("pelvic congestion syndrome"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral) cystoscopy, paracervical block). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved and the genital haemorrhage, dysmenorrhoea, abdominal pain, intermenstrual bleeding, heavy menstrual bleeding, nausea, dyspareunia, vaginal discharge, constipation and pelvic congestion was resolving. The reporter considered abdominal pain, back pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic congestion, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping)., back, pain pelvic pain abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleed . Discrepancy noted in insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number 876391 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('gen. Abnormal bleed') in a 24-year-old female patient who had essure (batch no. 876391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and appendicitis. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and naproxen sodium (aleve). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), constipation ("constipation") and pelvic congestion ("pelvic congestion syndrome"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral) cystoscopy, paracervical block). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved and the genital haemorrhage, dysmenorrhoea, abdominal pain, metrorrhagia, menorrhagia, nausea, dyspareunia, vaginal discharge, constipation and pelvic congestion was resolving. The reporter considered abdominal pain, back pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic congestion, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping)., back, pain pelvic pain abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleed . Discrepancy noted in insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-nov-2020: pfs received: outcome of events : pelvic pain, back pain were updated. Concomitant drugs were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('gen. Abnormal bleed') in a 24-year-old female patient who had essure (batch no. 876391- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and appendicitis. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and naproxen sodium (aleve). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), constipation ("constipation") and pelvic congestion ("pelvic congestion syndrome"). The patient was treated with surgery (ablation and hysterectomy (full),salpingectomy (bilateral) cystoscopy, paracervical block). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain had resolved and the genital haemorrhage, dysmenorrhoea, abdominal pain, metrorrhagia, menorrhagia, nausea, dyspareunia, vaginal discharge, constipation and pelvic congestion was resolving. The reporter considered abdominal pain, back pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic congestion, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping)., back, pain pelvic pain abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleed . Discrepancy noted in insertion date- (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number 876391 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: update of information (batch is not valid). On 9-nov-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and metrorrhagia ("metorhagia (bleeding b/w periods),"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, abdominal pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping)., back, pain pelvic pain abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),gen. Abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping). New events: back, pain pelvic pain abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal bleed were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.